Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that when starting the IV with the bd insyte¿ autoguard¿ bc shielded IV catheter, only the beveled part of the needle would insert into the patient, as the catheter was found to be bent during use. The following information was provided by the initial reporter: "while starting an IV with an 18g bd insyte autoguard bc (lot #8278806, exp 9/30/2021), only the beveled part of the needle would insert into the patient. This rn did not attempt to advance the needle once there was resistance, upon close inspection of the catheter, it was bent upwards. The catheter was damaged.".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when starting the IV with the bd insyte¿ autoguard¿ bc shielded IV catheter, only the beveled part of the needle would insert into the patient, as the catheter was found to be bent during use. The following information was provided by the initial reporter: "while starting an IV with an 18g bd insyte autoguard bc (lot #8278806, exp: 9/30/2021), only the beveled part of the needle would insert into the patient. This rn did not attempt to advance the needle once there was resistance, upon close inspection of the catheter, it was bent upwards. The catheter was damaged."